Event description:
Patient received primary surgery (B)(6) 2019, was recurrently dislocating from november (B)(6) 2019, and was revised (B)(6) 2019 for dislocation. Patient received the use of the ops plan (k183038), patient specific acetabular guide (k152893), patient specific femoral guide (k181061), and dha report in the primary surgery. The dynamic hip analysis (dha) report is not available on the us market, however the similar product functional hip analysis (fha) report (k152893) is available on the us market. A root cause investigation has been conducted into this event. The pre-operative planning was reviewed and it was determined that all operations were performed according to work instructions and all products provided to the primary surgery were confirmed to be manufactured to specification. No root cause for this dislocation could be determined. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Manufacturer narrative:
Patient received primary surgery (B)(6) 2019, was recurrently dislocating from (B)(6) 2019, and was revised (B)(6) 2019 for dislocation. Patient received the use of the ops plan (k183038), patient specific acetabular guide (k152893), patient specific femoral guide (k181061), and dha report in the primary surgery. The dynamic hip analysis (dha) report is not available on the us market, however the similar product functional hip analysis (fha) report (k152893) is available on the us market. A root cause investigation has been conducted into this event. The pre-operative planning was reviewed and it was determined that all operations were performed according to work instructions and all products provided to the primary surgery were confirmed to be manufactured to specification. No root cause for this dislocation could be determined. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Patient received primary surgery july 22, 2019, was recurrently dislocating from (B)(6) 2019, and was revised (B)(6) 2019 for dislocation. Patient received the use of the ops plan (k183038), patient specific acetabular guide (k152893), patient specific femoral guide (k181061), and dha report in the primary surgery. The dynamic hip analysis (dha) report is not available on the us market, however the similar product functional hip analysis (fha) report (k152893) is available on the us market. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Patient received primary surgery (B)(6) 2019, was recurrently dislocating from (B)(6) 2019, and was revised (B)(6) 2019 for dislocation. Patient received the use of the ops plan (k183038), patient specific acetabular guide (k152893), patient specific femoral guide (k181061), and dha report in the primary surgery. The dynamic hip analysis (dha) report is not available on the us market, however the similar product functional hip analysis (fha) report (k152893) is available on the us market. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.